Event description:
It was reported that the right ventricular lead is possibly fractured. The ventricular impedance trend on a remote monitoring transmission shows high impedance, there are ventricular high rate episodes with non-physiologic intervals, and the ventricular capture management report shows increased threshold, correlating to the same time was a lead warning. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator (ipg) (B)(6) 2010.